Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had experienced biometric identifier and scanner failures. Customer stated that during these events, system required 3×3 authentication and password entry for access by caregivers and pharmacy delivery staff. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter first name. No findings available at the time this report was submitted, therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had experienced biometric identifier and scanner failures. Customer stated that during these events, system required 3×3 authentication and password entry for access by caregivers and pharmacy delivery staff. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier scanner had failed. A field service engineer found that the biometric identifier device was not functioning properly. The drivers were reinstalled, the device was removed, and the system was rebooted before reconnecting the device so the drivers could reinstall. The hardware test application was launched, and the biometric identifier tests continued to fail near the end. The biometric identifier unit was replaced, and eset version 12 was set to install through remote support services to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had experienced biometric identifier and scanner failures. Customer stated that during these events, system required 3×3 authentication and password entry for access by caregivers and pharmacy delivery staff. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.